Manufacturer narrative:
Batch review performed on 17 january 2019: lot 133059: (B)(4) items manufactured and released on 26-sep-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 5 years after primary surgery, complaining of pain caused by a loose stem. The surgeon revised the stem, head and liner.